Event description:
A 62 year old male patient operated upon on 9/22/92 for small bowel obstruction. At 10:40 p.m. On 9/22/92 the pca pump was programmed by the surgeon for morphine 1 mg/ml; pca dose 0.3 mg., lockout 12 minutes and a continuous rate of 2.5 mg/hr. At 7:00 a.m. On 9/23, the continuous rate was noted to be 13.6 mg/hr. A new syringe was placed at 7:54 a.m. And the continuous rate was noted to be 13.6 mg/hr. At 1:28 p.m. The patient had respirations of 12 per minute and could not be aroused. 0.4 mg. Narcan i.v. Was administered at 1:30 p.m., 0.4 mg narcan was administered at 1:40 p.m. At 2:40 p.m. The patient was started on narcan drip - 8 ampules of narcan in 50 cc. D5w to run at 14 cc/hr. The patient was observed and vital signs were monitored.the pca pump was removed from service on 9/23/92 at the time of this occurrence. Pharmacy tested the machine, there was no change in the rate from what was programmed. Test were also conducted for occlusion and empty syringe alarms. These alarms were not functional.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, unanticipated adverse reaction - short term, alarm failure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.